Event description:
A customer observed negatively biased lithium qc results on the 5,1 fs analyzer. No biased pt results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.